Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number 3006705815-2023-06505. It was reported the patient is not receiving effective therapy due to high impedances. As such, the leads were explanted and replaced to address the issue.